Event description:
Surgeon reports lens was explanted due to corneal decompensation. Beginning 9/24/97 corneal edema was noted and continued to increase over several months to complete corneal involvement. Surgeon believes event was caused by vitreous trapped in the inferior angle by the haptic. The lens was explanted on 11/4/97 and the pt appears to be improving. Current visual acuity is less than 20/400. Va prior to event (12/10/96) was 20/40.